Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was delayed in responding. The patient denied damage to the keypad and no moisture exposure. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The lettering on the keypad was found to be worn, which has no effect on insulin delivery. During testing, the original complaint of the delayed response in the ok keypad button was not duplicated or confirmed. All of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.